Event description:
It was reported to philips that the system¿s geometry movements were unavailable. The system was in clinical use. No harm was reported to philips. Philips has started an investigation of this complaint.